Event description:
It was reported to Boston Scientific Corporation that an Agile Esophageal OTW was implanted in the rectum during an Endoscopic Submucosal Dissection (ESD) procedure performed on (b)(6) 2026. During the procedure, the Agile stent was successfully implanted. However, it was reported that the patient underwent multiple procedures following the ESD. Subsequently, the patient passed away.Additional information received on July 14, 2026:It was reported to Boston Scientific Corporation that an Agile Esophageal OTW was implanted in the rectum during a Rectosigmoid Endoscopic Submucosal Dissection (ESD) procedure performed on (b)(6) 2026.During the procedure, dissection of an estimated greater than 5 cm lesion using a non-BSC device resulted in perforation and pneumoperitoneum. Following endoscopic closure of the ESD defect, an Agile Fully Covered Stent was placed across the defect to support closure of the perforation. No performance issues or malfunctions were reported for the Agile stent, and it was reported to have been deployed as intended.One day post-procedure, an abdominal X-ray reportedly showed no free air, suggesting successful closure. However, an injury to the inferior epigastric artery or vein was suspected, likely related to needle decompression performed during management of the pneumoperitoneum. The patient subsequently underwent multiple surgical procedures, including a colectomy, reportedly experienced multiple cerebrovascular accidents (CVAs), and expired approximately four weeks later. The cause of death may have been liver failure; however, this remains unconfirmed.Note: It was reported that the Agile stent was used to manage a colorectal perforation after rectosigmoid ESD. However, per the Agile Esophageal Partially Covered and Fully Covered Stent Systems Directions for Use, the stent is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistula.

Manufacturer narrative:
BLOCK D4, H4: THE COMPLAINANT WAS UNABLE TO PROVIDE THE COMPLAINT DEVICE UPN AND LOT NUMBER. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. BLOCK H6: IMDRF IMPACT CODE F0101, F2202, AND F2301 CAPTURES THE REPORTABLE EVENT OF THE PATIENT UNDERWENT MULTIPLE PROCEDURES FOLLOWING THE ESD. IMDRF IMPACT CODE F02 CAPTURES THE REPORTABLE EVENT OF THE PATIENT DEATH.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT AN AGILE ESOPHAGEAL OTW WAS IMPLANTED IN THE RECTUM DURING AN ENDOSCOPIC SUBMUCOSAL DISSECTION (ESD) PROCEDURE PERFORMED ON (B)(6) 2026. DURING THE PROCEDURE, THE AGILE STENT WAS SUCCESSFULLY IMPLANTED. HOWEVER, IT WAS REPORTED THAT THE PATIENT UNDERWENT MULTIPLE PROCEDURES FOLLOWING THE ESD. SUBSEQUENTLY, THE PATIENT PASSED AWAY.

Manufacturer narrative:
Blocks B2 (Date of Death) and H1 (Type of Reportable Event) has been corrected.Blocks B5, D4 (Model and Catalog Number), and H6 (Device, Patient, and Impact Codes) were updated based on the additional information received on July 14, 2026.Block B2:The date of death is an approximate. The exact date of death was not provided by the complainant.Block D4, H4:The complainant was unable to provide the complaint device UPN and Lot Number. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.Block H6:IMDRF Patient Code E0133 captures the reportable event of Stroke/ Cerebral Vascular Accident (CVA).IMDRF Impact Code F02 captures the reportable event of the patient death.IMDRF Impact Code F2203 captures the reportable event of an abdominal X-ray reportedly showed no free air.IMDRF Impact Code F1901 captures the reportable event of patient subsequently underwent multiple surgical procedures, including a colectomy.